Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the device was connected to the lead the right atrial (ra) lead was undefined impedance qualified as high. Fluoroscopic examination revealed that the pin was coming out. The lead was disconnected and re-connected and the impedance values were within an acceptable range. The surgical cable used was examined and impedance value measured. It was then confirmed that there was a disconnection of the surgical cable on the atrial side. The same operation of the spare surgical cable was also confirmed and impedance could not be measured. The implantable pulse generator (ipg) and ra lead were implanted and remain in use. No patient complications have been reported as a result of this event.